Event description:
The international customer reported the ventilator could not work when plugged into ac power but could work on battery. The customer reported the device was not in use therefore there was no patient involvement or harm. The customer reported on startup the ventilator was displaying a message to use battery power. The manufacturers service provider confirmed the reported problem. The service provider replaced the power supply to address the reported problem. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.